Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was received with missing address serial number label, partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clips lot, broken battery tube threads, cracked display window, cracked case, missing end cap sticker and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced a blank display and had high blood glucose level of 471 mg/dl. The customer treated with the manual injections. The customer mother states the screen is blank due to battery compartment damage. Insulin pump troubleshooting was not performed for the insulin pump. The customer reverted to their backup plan. Product was returned for analysis.